Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the batteries died and insulin pump has a blank display even when batteries are replaced. Troubleshooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is unknown. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
Insulin pump received with a blank display due to corroded battery tube including the power board. No traces of corrosion found at the motor or electronic assemblies. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unable to verify missing segments/partial display due to blank display.